Event description:
Japan hosp records receiving one unit of a single, sterile contrast injection line which contained foreign matter within the tubing. The device was not used. There was no pt injury.